Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a patient had various arthrex screws implanted during an ankle fixation procedure. The (B)(6) office contacted arthrex requesting material compositions of the implanted product as they are concerned that the patient may be having an allergic reaction to the metals in the screws. The following arthrex part numbers were provided by the allergist; ar-8840-16, ar-8840cl-35, ar-8840cl-40. The allergist is requesting the material compositions of the screws to test the patient for the appropriate metals. At this time no additional details or information has been provided to arthrex regarding the type of symptoms the patient is experiencing, and/or the specific case details. Additional information received on 02/13/2020: the allergist reported the original procedure took place in (B)(6) 2014. The patient was experiencing swelling and pain, and a revision procedure was performed in (B)(6) 2015. The implanted screws were removed during the revision procedure. The allergist reported the patient is currently experiencing ankle pain and swelling years after having the screws completely removed.